Event description:
It was reported that the charging pad¿s power cord connection was loose, resulting in intermittent charging for only a few seconds and failure to maintain power to the charger. Symptoms included no clinical effects, as the user had not started using the ilet. Outcomes included no interruption of therapy, no alarms, and no medical care. Investigation included verification of the shipping address and arranging shipment of a replacement charger. Investigation of this case revealed a suspected charger connection or hardware issue consistent with a faulty or worn power interface. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the charger connection.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.